Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level in range of 400 mg/dl and under delivery of insulin. Customer used syringe and the pump to treat the high blood glucose level. Insulin pump will not be returned for analysis.